Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 100% stenosed chronic total occlusion target lesion was located in the severely calcified superficial femoral artery (sfa). After an unspecified guide wire crossed the lesion, a 5.0 x 150, 135cm mustang¿ balloon catheter was advanced for predilatation. However, it was noted that the pressure level did not increase during inflation. The device was removed from the patient. The physician then injected water into the balloon and a pinhole was noted. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported. The patient's status was good.